Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. During the procedure, it was noted that the right ventricular lead helix failed to extend. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.